Manufacturer narrative:
The complainant indicated that the device has been disposed of, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant info, a supplemental MFR's report will be filed.

Event description:
A flexima open end ureteral catheter was used during a left urethral stone removal procedure in 2008. According to the complainant, during the procedure, the physician noticed "blue flakes" from what he assumed to be the catheter in the ureter, although this info cannot be confirmed. The physician chose not to retrieve the particles due to the pt's condition and the difficulty of placing the stent. The procedure was completed with this device. No pt complications were reported as a result of this event.